Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the popliteal vein using an indigo system separator 8 (sep8), an indigo system aspiration catheter 8 (cat8), and a sheath. During the procedure, the physician completed two passes in the target location using the sep8 and the cat8. While advancing the sep8 again, the physician experienced resistance and subsequently found that the cat8 was obstructed with thrombus during use. The physician then removed the cat8 and sep8 from the patient for flushing and found that the bulb at the distal end of the sep8 had fractured inside the patient. The physician then used a snare device to remove the bulb of the sep8 from the patient. The procedure was completed using a new sep8, the same cat8, and the same sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned sep8 confirmed the bulb was fractured. Evaluation revealed that the separator bulb was fractured along with the core wire. If the device is forcefully manipulated against resistance, the device may subsequently fracture. The root cause of the resistance could not be determined. The distal fractured segment was reported to have been removed from the patient using a snare device during the procedure and was not returned for evaluation. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.